Manufacturer narrative:
The evaluation found the probe unit at the distal tip was cracked. Both the objective lens adhesive and the light guide lens adhesive were peeling. There is a third party adhesive applied to the bending section cover. Switch number# 1 is cut. The auxiliary elevator inlet was loose and the control knob movement is loose. A review of the repair history shows the scope was purchased on (B)(6) 2007 with no previous repair records. The scope was repaired back to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During a standard service inspection, the ultrasonic gastro-videoscope was found to have a cracked probe unit at the distal end. No patient involvement was reported as the scope is used for validation testing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon can be attributed to handling of the product. Additionally, there is evidence that a third-party agency was involved in the repair and remodeling of the device. The following is identified within the instructions for use: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result".